Manufacturer narrative:
(B)(4). Physio-control examined the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was that a ferrite bead on the therapy wiring harness had been incorrectly placed over an integrated circuit (ic) chip, designator u1, on the analog pcb assembly. The pressure caused by this misplacement crushed the legs on one side of ic chip u1 and lifted it off of the pcb on the other side, which prevented the device from delivering energy when prompted.  The customer was provided with a replacement device. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service wrench present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device was able to charge for defibrillation; however, when discharged, no energy was delivered.